Event description:
It was reported that patient was not able to get adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. All device components were explanted and will not be returned as they were not released by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 16619812/16619812